Manufacturer narrative:
Date sent to the FDA: 03/10/2021. Additional h6 component code: g07002 ¿ conforming device. A manufacturing record evaluation was performed for the finished device vcp324h; qebcxpw0 number, and no non-conformances were identified. Additional h-3 summary: visual analysis of the returned samples determined that an opened box with fourteen unopened samples of product code vcp324h was received for evaluation. Visual inspection of thirteen unopened samples and no defects were found on the package. The samples were opened, and the swage and attachment area were noted to be as expected. No needles breakage was observed on body, tip, or swage area. The sutures were dispensed without problems and examined along of the strand and no defects were observed. Also, the samples were tested by resistance test to needle and met the requirements. The event described could not be confirmed as the device performed without any defect noted and the actual complaint sample was not received for evaluation. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: please clarify if additional organ/tissue was dissected during needle removal ? No. Was the broken off needle fragment was retrieved? Yes. Was broken needle part recovered during initial procedure or the patient had to return for re-operation back to or for removal of the needle? The broken needle part was recovered during initial procedure. Was there any patient consequences? Please specify. No. Trade name, (B)(6) active ingredient(s), triclosan. Dosage form, suture/solid/parenteral. Strength, 275 g/m.

Event description:
It was reported that the patient underwent planned caesarean section on 1/18/2021 and suture was used. While the surgeon was suturing the uterine breach, the needle broke. To recover the missing part of the needle, the uterine breach had to be reopened and resutured with a new thread and needle. The needle was retrieved during the procedure and the procedure was completed successfully. There were no adverse patient consequences reported.